Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was removed and replaced. No further patient complications have been reported as a result of this event. Additional information was received that blood work positive for staphylococcus aureus.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full a nalysis. Product ID: 6935m62 implantable tachy lead implanted: (B)(6) 2013. (B)(4).